Manufacturer narrative:
E1: initial reporter phone number is (B)(6). At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. As a result, it was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.